Event description:
The customer reported falsely elevated enzymatic carbonate (eco2) patient results were obtained on 3 patient samples and a falsely depressed high-sensitivity troponin I (tnih) result was obtained on 1 patient sample on dimension exl 200 instrument. The erroneous eco2 samples were repeated on an alternate dimension exl 200 instrument and the repeat results were lower than the erroneous results. The erroneous tnih result was reported to the physician(s). The tnih sample was repeated on the same instrument and an alternate dimension exl 200 instrument. The tnih repeat result on the alternate dimension exl 200 instrument was higher than the erroneous results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated eco2 and falsely depressed tnih results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report falsely elevated enzymatic carbonate (eco2) results were obtained on 3 patient samples and a falsely depressed high-sensitivity troponin I (tnih) result was obtained on 1 patient sample on dimension exl 200 instrument. Quality controls (qcs) for eco2 recovered out of ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. The cse found the sample pump was not working. The cse replaced the valve and primed the pump. A system check was run and passed. The customer ran quality controls (qcs), which recovered within ranges. Siemens further evaluated the event and concluded that sample delivery due to a faulty valve on the sample pump potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.